Manufacturer narrative:
A manufacturing investigation was performed for the subject device (lockscr ø3.5 self-tap l34 tan, part number 412.113s, lot number 8587662). The subject device was returned to the manufacturer with the complaint condition stating: all the relevant features were measured according to the drawing and have passed their specifications. Besides, during the manufacturing process, the two relevant diameter features were inspected and documented according to the inspection sheet, no deviations were detected. The check of the material certificate shows that the used material fulfills the specifications. This complaint is rated as confirmed since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid, because the relevant dimensions were measured and all have passed the specifications. No manufacturing issue could be found in the results neither in the manufacturing documentation reviewed. The most probable root cause for the lcp plate 426.641s breakage was caused by pseudo arthrosis as reported together with the broken screws. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: date of postoperative screw breakage is unknown. Additional device product codes: hsb. (B)(4). Date of original implant reported as (B)(6) 2015; however, the exact date is unknown. Concomitant medical product: therapy date is (B)(6) 2015; however, the exact date is unknown. A device history record (DHR) review was performed for part # 412.113s, lot # 8587662: manufacturing location: bettlach, manufacturing date: 03.sep.2013 expiry date: 01.aug.2023: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported devices were used in the surgery for the femoral diaphysis fracture in (B)(6) 2015, an exact date is unknown. The broad lcp plate (14 holes) and the small lcp plate (10 holes) were used for the bone fixation. However, pseudoarthrosis occurred, and then the broad lcp plate was broken at the two fingerbreadths distal to the pseudoarthrosis point in (B)(6) 2017. Although the medical observation was taken once, the five screws for the small lcp plate were broken gradually thereafter. As a result, the revision surgery was performed on (B)(6) 2017. No delay in the revision surgery was reported. Patient outcome is reported as okay. Concomitant devices reported: 3.5mm ti locking screw 14mm (part # 412.103s, lot # 8353494, quantity 1); 3.5mm ti locking screw 32mm (part # 412.112s, lot # 8418269, quantity 1); 5.0mm ti locking head screw 40mm (part # 413.340s, lot # 9032956, quantity 1); 5.0mm ti locking head screw 42mm (part # 413.342s, lot # 9576225, quantity 1); locking screw ø5 self-tap l12 tan (part # 04.221.462s, lot # 9061626, quantity 1); 5.0mm ti locking screw self-tapping 14mm (part # 422.402s, lot # 9225667, quantity 2); 5.0mm ti locking screw self-tapping 14mm (part # 422.402s, lot # 9221607, quantity 1); 4.5mm ti threaded cerclage positioning pin (part # 498.803.01s, lot # 9801620, quantity 1); 4.5mm ti threaded cerclage positioning pin (part # 498.803.01s, lot # 7964768, quantity 1); 3.5mm ti cortex screw 32mm (part # 404.032, lot # 9089945, quantity 1). This report is for one (1) 3.5mm ti locking screw self-tapping with stardrive recess 34mm. This is report 6 of 6 for complaint (B)(4).